Manufacturer narrative:
Sole separated from shoe. The supplier of the post-op shoe has been issued a corrective action and has been unable to determine the root cause of the failure. Breg is no longer distributing this product.

Event description:
Sole separated from base of shoe. No injury reported.